Event description:
It was reported that the device suddenly posted an "internal system error" alarm during use and did not respond to input commands anymore. The device was replaced in a controlled maneuver with no consequences for the involved patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly posted an "internal system error" alarm during use and did not respond to input commands anymore. The device was replaced in a controlled maneuver with no consequences for the involved patient.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures. Upon dräger's request for further information, it was responded that the device is back in use after a repair made by a third-party service provider upon request of the hospital. Details of diagnosis or the exact repair measures were not possible to obtain. This does not allow a reliable conclusion about the root cause. It can only be concluded that the device design makes manual ventilation including gas dosage even in switch-off state possible whereby the user can at least bridge patient support until a replacement device can be introduced. The reported event may have been related to component malfunction, infrastructure issues or use error (if, for example, rf surgery equipment with too high electromagnetic emission level had been used in the vicinity of the device) or a combination of these factors, a further differentiation is not possible due to lack of information.